Event description:
(B)(6) trial. It was reported that left bundle branch block and left ischemic temporal stoke occurred. The subject was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and received 325 mg loading doses of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as the index procedure, electrocardiogram report revealed new left bundle branch block. The following day, transvenous pacing was given to the subject. Two days of post index procedure, the subject appeared to be confused. A neurological examination of mental status and cognition revealed awake, alert, cooperative but unable to participate fully in history and examination and unable to perform simple calculations. Speech and language evaluation revealed moderate fluent aphasia with poor comprehension, unable to read or repeat. Cranial nerve revealed normal function. Motor function revealed not able to corporate fully. Sensory function was normal. Reflexes were unable to relax. Coordination function was normal and; gait was noted to be deferred in setting of presumed stroke. The subject's national institute of health stroke scale (nihss) score was 3 with mild to moderate aphasia. A computerized tomography scan of the head revealed recent infarction within the left middle cerebral artery, chronic white matter changes, no shift of midline structures and no intra extra-axial bleeding. The subject was diagnosed with acute ischemic temporal stroke cardio embolic in origin potentially related to recent transcatheter aortic valve replacement. At the time of the event the subject was on aspirin and additionally the subject was also started on clopidogrel. Due to the symptoms exceeding the 4.5 hours window, the subject was not considered a suitable candidate for tissue plasminogen activator neither suitable for thrombectomy due to small vessel occlusion. A magnetic resonance imaging (MRI) scan was recommended for further evaluation. Two days later, the MRI scan of brain without contrast revealed acute left middle cerebral artery territory infarction and small acute infarction in the right cerebellum. The nih score was noted to be 3 with severe aphasia. Two days later, the modified rankin score (mrs) was 3 with moderate disability; requiring some help, but able to walk without assistance. The subject was discharged on aspirin and warfarin. At the time of reporting, event was considered to be recovering/resolving.